Event description:
While attempting to deploy perclose to right femoral arteriotomy, the perclose device separated leaving the distal two thirds of the device in thh artery & under subcutameous tissue attempts to retrieve the device were unsuccessful. Pt was placed under general anesthesia, and sharp dissection utilized to remove the remaining part of the perclose closure device